Manufacturer narrative:
Imt medical has received confirmation from the customer that this event is a duplicate of an event already reported under MDR # 3004553423-2019-00080. Please refer to the aforementioned MDR for the original reported event.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been return for investigation.

Event description:
The (B)(6) has reported to us that the software does not support the disconnection alarm. In several cases, no alarm was triggered by a disconnection. Ventilation stopped. Patient involvement during the reported event is unknown.